Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead became distorted at the first rib/clavicle location while in vivo. The proximal conductors were flattened at 41 cm with fracture in the same location of the lead. The outer insulation was still intact in the location. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lbb and the ra lead exhibited a fracture. The leads were explanted and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) left bundle branch (lbb) lead exhibited high impedance, rising and high thresholds, oversensing, and a high number of short ventricle to ventricle (v-v) intervals. It was also reported that the right atrial (ra) lead exhibited rising and high thresholds and high and low impedance. The rv lbb lead and ra lead remain in use. No patient complications have been reported as a result of this event.